Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device product code - unclassified; closest code is mbf. Concomitant medical products: custom micro cps anchor plug 9 mm x 26 mm; catalog # cp561815 lot # 580510. Custom micro cps spindle 25 mm; catalog # cp561980 lot # 664800. Custom cps tibial washer set 400lbf; catalog # cp111376 lot 664800. Cps transverse pin 6pk 20 mm catalog # 178524 lot # 116280. Cps transverse pin 6 pk 20 mm catalog # 178524 lot # 846440 cps transverse pin 6 pk 28 mm catalog # 178526 lot # 523720. Cps nut co-cr-mo alloy catalog # 178512 lot # 217560. Custom compress 4 bolt concentrc clmp catalog # cp110351 lot # 580540 . There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5. Implants can loosen or migrate due to trauma or loss of fixation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-201-00913 / 00915).

Event description:
Patient has been indicated for a right shoulder custom compress revision procedure approximately four years post-implantation due to disassociation of the proximal taper from the compress component. There has been no reported revision procedure to date.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on an unknown date. Subsequently , the patient was revised. The patient had a custom mid-shaft humeral replacement, which had a loose connection between the proximal compress spindle and adjacent intercalary segment. The surgeon requested a pmi for a device that could connect the proximal end of the hico-compress spindle and allow for a new proximal compress spindle or a comprehensive srs connection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no deviations were found. X-rays were provided and reviewed. The x-ray results identified the following: "right shoulder/humerus custom compress implant appearing intact. Although no periprosthetic lucency is seen, two findings noted are the proximal screw appears slightly backed out with respect to the remaining screws and the intramedullary stem portion appears slightly eccentrically positioned proximally. It is uncertain if this has developed over time as a result of loosening or has been stable since prior studies. Comparisons to prior time points would be beneficial." Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.